Event description:
It was reported that the right atrial (ra) pacing lead impedance was reading high out of range and that no capture or sensing was observed. A fracture was suspected. It was subsequently reported that oversensing had been observed on electrogram (egm) data reports for the ra lead and that a high threshold level was measured on the right ventricular (rv) pacing lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress and became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2009. (B)(4).